Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the bolus/fixed prime. The blood glucose reading was 15.4 mmol/l. Troubleshooting was not conducted because the no delivery alarm was resolved by set, reservoir, or complete set change. The customer was advised to call back if the alarm reoccurs.